Event description:
There was an unexpected reset screen displayed on the pump, as reported by the caller. The incident did not adversely impact the customer's blood glucose level, which was recorded at 7.1 mmol/l. Tandem technical support decided to replace the pump as part of corrective measures. The customer was instructed to put the pump into storage mode before returning it using a pre-paid label and acknowledged understanding the instructions.